Manufacturer narrative:
MDR-3009897021-2019-00358 sent on 21-nov-2019 noted the following: g7: type of report: initial was marked correction: g7: type of report: initial should not have been marked. H6: event problem and evaluation codes: conclusion code(s): 4315 - 11. Correction: h6: event problem and evaluation codes: conclusion code(s): 4315. H10 additional manufacturer narrative: based on information provided, it cannot be determined that the alleged hospitalization, necrosis, or "almost dying" are related to the activ.a.c.¿ therapy system. Per review of kci record, the patient was on v.a.c.® therapy from (B)(6) 2019. V.a.c.® therapy was discontinued on (B)(6) 2019 as "therapy goal achieved - adequate granulation tissue formation." Per note provided on (B)(6) 2019, v.a.c.® therapy was discontinued on (B)(6) 2019 with "n/a" answered for "any holds/hospitalizations." Correction: h10 additional manufacturer narrative: based on information provided, it cannot be determined that the alleged hospitalization, sepsis, necrosis, or "almost dying" are related to the activ.a.c.¿ therapy system. Per a review of kci records, there has been no allegations of harm or injury received by kci from the patient or the patient's healthcare providers. Kci has made multiple unsuccessful attempts to obtain the device information and additional clinical information.

Manufacturer narrative:
Date of event: the specific date of the event was not provided. Device identifier is unknown and the product was not returned. Based on information provided, it cannot be determined that the alleged hospitalization, infection, necrosis"almost dying" are related to the activ.a.c.¿ therapy system. Per review of kci record, the patient was on v.a.c.® therapy from (B)(6) 2019. V.a.c.® therapy was discontinued on (B)(6) 2019 as "therapy goal achieved - adequate granulation tissue formation." Per note provided on 13-sep-2019, v.a.c.® therapy was discontinued on (B)(6) 2019 with "n/a" answered for "any holds/hospitalizations." Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
The following information was provided to kci by the patient: the patient used three v.a.c.® therapy systems and her wounds allegedly experienced either necrotic tissue or "almost died" due to sepsis. The patient stated she removed the v.a.c.® therapy system because her wound was getting necrotic tissue, and changed to an alternate dressing. The patient also alleged that she "almost died three times and was hospitalized for four months. The patient noted that she was not an appropriate candidate for v.a.c.® therapy. No additional information is available. For the alleged three events: MDR-3009897021-2019-00357(B)(4) will address the activ.a.c.¿ therapy system. MDR-3009897021-2019-00358(B)(4) will address the v.a.c.® therapy system (type/serial number unknown. MDR-3009897021-2019-00359(B)(4). Will address the v.a.c.® therapy system (type/serial number unknown). The device identifier is unknown and the product was not returned, therefore a device evaluation could not be performed.